Manufacturer narrative:
This report is submitted on august 31, 2020. The device analysis report is attached.

Event description:
Per the surgeon, the electrode was incorrectly placed at the time of implant. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.